Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; inflammation, foreign body giant cell reaction; elevated cobalt and chromium levels and decreased mobility (right).